Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: l4-l5 lumbar laminectormy, 2. Pedicle screw instrumentation, l4-5, 3 ar throdesis, l4-l5, 4. Harvest of autologous bone for arthrodesis, 5. Intraoperative fluoroscopy to treat the following pre-op diagnosis: lumbar spinal stenosis l4-l5, with discogenic low back pain, l4-l5. Op-notes: we used 6.5mm, 455 mm screws. The four screws were placed. The ap and lateral projections were rechecked. Once I was convinced we had good position of the screw, we then placed 3-mm rods in the top loading pedicle screws and secured the rods in place using the top loading set screws, torqued down the set screws and broke the heads off. Arthrodesis: we then took the patient autologous bone that was harvested. We used the bone morphogenic protein substrate. We cut the substrate into strips, packed the patient's autologous bone in the substrate and then packed the autograft with substrate lateral to the pedicle screws overlaying the transverse process of l4 and l5 respectively. Additional autograft was packed on top of the bmp substrate. Intraoperative complication was durotomy.. Patient alleges unspecified injury due to the use of rhbmp-2.